Event description:
It was reported that the patient with this right ventricular (rv) lead experienced inability to sleep as this rv lead had dropped under the arm pit. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.